Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation received alleging that the patient suffers from pain, discomfort, swelling, and immobilization and acute localized damage to tissue and/or bone surround the acetabulum and systemic injuries. Also alleged are an excessive level of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/18/2016: litigation received to reopen case. The sleeve is being added for the alleged high metal ion levels. This complaint was updated on: 4/5/2016.

Event description:
Update rec¿d 09/26/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/08/2014.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 6/9/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted minimal metal staining throughout the capsule, scar tissue that was debrided and metal staining on the trunnion. There was no report of the cup being loose in the revision surgical report. No lab results for metal ions within medical records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 15, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd (B)(6) 2015- sales rep reported revision surgery. Patient was revised to address cup loosening. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/23/15-pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. No labs were provided or revision operative note. The complaint was updated on:8/19/2015.